Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("malposition/ migration of essure device (location of device: found in endometrial canal)"), genital haemorrhage ("persistent bleeding / abnormal bleeding (general)") and epilepsy ("epilepsy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2009), caesarean section on (B)(6) 2016, pre-eclampsia, birth defects (abdominal malformation), menarche (11 years old), smear cervix abnormal, urinary calculus, urinary tract infection, augmentation mammoplasty on (B)(6) 2016 and ureteral stent insertion on (B)(6) 2016. Previously administered products included for birth control: depo provera in 2011, birth control pills and mirena iud; for an unreported indication: lamictal from 2007 to 2010. Concurrent conditions included body mass index normal, uterine bleeding and ovarian cyst. Family history included emphysema (maternal grandmother), cerebrovascular accident, anemia (sister), arthritis (mother), copd (maternal grandmother), heart attack (mother), hypertension (father) and kidney stone (father). Concomitant products included tramadol from 2014 to 2016. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes (mood swing)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), epilepsy (seriousness criterion medically significant), seizure ("seizures") and abdominal pain ("abdominal pain (constant; sharp several times a day and severe)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine, nausea, fatigue, vaginal haemorrhage, menorrhagia and abdominal pain had resolved, the device expulsion, epilepsy, mood swings, female sexual dysfunction, headache, dyspareunia, vaginal discharge, weight decreased and alopecia outcome was unknown and the seizure was resolving. The reporter considered abdominal pain, alopecia, device expulsion, dyspareunia, epilepsy, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, seizure, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion / tubes were blocked on (B)(6) 2016, hcg test was negative. On (B)(6) 2016, surgical pathology report : diagnosis: uterus, cervix and fallopian tubes, hysterectomy and bilateral salpingectomy- late proliferative endometrium, negative for hyperplasia and carcinoma. Cervix with no significant histologic changes. Right fallopian tube with paratubal cysts. Left fallopian tube with no significant histologic changes. Gross description: the left fallopian tube with fimbriated end is detached and measures 4 cm in length x 0.4 cm in maximum dimension. The right fallopian tube with fimbriated end is attached and measures 4.3 cm in length x 0.5 cm in maximum dimension. There is one paratubal cyst measuring 0.6 cm in maximum dimension. Within the fallopian tube ostia are metal coils consistent with the essure device. Most recent follow-up information incorporated above includes: on 7-feb-2018: pfs received - new events,"hormonal changes (mood swing), apareunia (inability to have sexual intercourse), malposition of essure device (location of device: found in endometrial canal), migraines, nausea, seizures, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight loss, hair loss, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), abdominal pain (constant; sharp several times a day and severe), epilepsy" were added. Historical and concomitant condition and treatment medication were added. New reporter were added. Lab data was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report